Event description:
A tandem mobi cartridge alarm was reported by the caller on behalf of her son, who is currently at school. The caller noted a high blood glucose level but confirmed there was no adverse impact on blood glucose levels, as they did not exceed critical thresholds. To address the issue, the caller had already changed the infusion set and cartridge twice. During further troubleshooting, a white jelly-like consistency was observed in the insulin, leading to additional changes in supplies. Technical support confirmed cartridge alarm 30 during loading and decided to replace the pump. The caller was provided with instructions on putting the pump into storage mode and arranging for its return. Technical support sent a replacement pump and guided the caller on programming their settings and connecting the continuous glucose monitor to the new device.